Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the medication in the bd plastipak¿ syringe luer-lok¿ leaked past the stopper.

Manufacturer narrative:
H.6. Investigation: one photo and one sealed packaged 3ml syringe, confirmed to be from batch #8140552 (p/n 309658), were received and visually evaluated. A loose 3ml syringe, possibly with liquid inside, next to a packaged syringe were depicted in the photo. No leakage could be seen in the syringe. However, the stopper area in question was not well illuminated and out of focus therefore could not be properly evaluated. The returned sample had no visual defects. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The returned sample was tested for leakage past stopper per procedure. The syringe passed with no leakage found. The reported defect was not identified in the samples received.

Event description:
It was reported that the medication in the bd plastipak¿ syringe luer-lok¿ leaked past the stopper.